Manufacturer narrative:
A steris service technician arrived onsite to inspect the amsco 5052 washer. The technician confirmed that the employee attempted to manually clear an obstruction when the door closed on their hand, resulting in the reported event. The technician confirmed the unit to be operating according to specifications. No repairs were required. The amsco 5052 washer operator manual states, "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." A steris account manager will offer in-service training on the proper use and operation of the amsco 5052 washer, specifically, assuring hands and fingers are away from the threshold. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury to their hand while operating their amsco 5052 washer. Medical treatment was sought and administered.